Manufacturer narrative:
When the brite tip sheath introducer was taken out of the outer package, the dilator was protruding through the sterile pouch. Therefore, a new product was opened and the procedure was successfully completed. A non-sterile 9fr brite tip sheath was received packaged inside its original unopened inner pouch. The pouch seals were intact. A tear/puncture was observed on the mylar near the straight seal end of the pouch. The puncture in the mylar may have been caused by the dilator tip, as the pouch damage was located near the distal tip of the dilator. However, the exact timing and location of this event could not be conclusively determined. The sheath introducer presented no damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed; however, there are no indications that this is related to the manufacturing process. Controls are in place to prevent damaged units from leaving the facility. While the timing of the pouch tear cannot be determined with any certainty, it may have occurred during shipping or storage. No actions will be taken at this time.

Event description:
When the brite tip sheath introducer was taken out of the outer package, the dilator was protruding through the sterile pouch. Therefore, a new product was opened and the procedure was successfully completed.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.